Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet bionic pancreas exhibited intermittent power cycling and subsequently would not power on, did not respond to the sleep/wake button with vibratory feedback, and would not turn on when placed on the charger. Symptoms included no device feedback or activation when attempting to wake or charge the device. Outcomes included device replacement to restore therapy continuity. The investigation included a review of engineering logs and customer troubleshooting. This case revealed no anomalies in available logs and supported a malfunction consistent with a nonresponsive sleep/wake function and inability to initiate power. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.